Event description:
Ous MDR - after an implantation time of 62 months, it was reported that oversensing was noted during the ICD follow-up. An insulation defect was suspected. No deterioration of the patient¿s state of health was reported. The lead was exchanged, but no explant date was provided. The patient is reported to be doing well.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.